Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, when the mesh leg was fired through the sacrospinous ligament, the suture split into two pieces, but the bullet was caught inside the capio device cage. The physician completed the procedure by tying a stand-alone suture to the mesh leg and successfully repassing it through the sacrospinous ligament. There were no patient complications, and the patient is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.